Event description:
The patient reported that their stimulation was feeling weird. The patient noticed this issue after a fall sometime in (B)(6) 2016. At one point the stimulation would feel too low and then the stimulation would feel too high and they could not regulate it. They had previously met with a manufacturer representative who tested the therapy and told the patient that everything was reading fine. The patient wanted to try adjusting stimulation themselves but at the time of the report they wanted to meet with a manufacturer representative for reprogramming. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.